Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the rotor was noted to move in short increments along tracts in a clockwise direction.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the gantry door could be operated manually. The gantry motion controller on the imaging system was replaced to resolve the reported issue. The imaging system was then found to be fully functional. The suspect motion controller has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the gantry door for the imaging system could not be closed. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. The reported issue occurred while preparing for the procedure. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.